Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, 15 days post deployment of a 26mm sapien xt valve the patient was readmitted to the hospital with chf. During the admission an echo revealed the patient had severe aortic insufficiency. A bav was performed with a 25mm balloon. No reduction in ai was noted. The decision was then made to deploy a second valve. A second 26mm sapien s3 was implanted leaving with the patient with none/trace ai via echo and angiography.